Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. Since no lot number was provided, no device history record review could be performed. (B)(4)

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the patient's blood pressure dropped during the case and ultrasound confirmed perforation. Pericardiocentesis was performed and the patient was stable. Additional information was requested, but no response has been received.

Manufacturer narrative:
The bwi equipments involved are: carto 3 system (serial# (B)(4)), stockert generator (serial# (B)(4)), coolflow pump (serial# (B)(4)), catheter bni35dfct (lot# 16062221l), catheter d134301 (lot#16029519l), and reprocessed catheter by sterilmed (B)(4) (lot #1731234). (B)(4).